Manufacturer narrative:
Clarification was provided on may 12, 2015 by the abbott technical support specialist regarding the incident and medical device involved. The incident was reported under the incorrect medical device. The architect c8000 system did not cause or contribute to the incident reported. No further investigation is required. Device was not involved in the incident reported.

Event description:
An abbott technical support specialist stated that while he was performing an architect c8000 instrument de installation at a customer site, a lid on the instrument fell on his forehead causing a minor cut and bruise on his right eyebrow. He went to the emergency room where a disinfectant and bandage was applied. No serious injury was reported. The specialist stated that he continued with his work that same day and felt fine.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).